Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
The customer states that the reload did not fire. They used another reload and this one worked. Patient was not injured or jeopardized. No extension of the surgery time or re-operation necessary. No blood loss of more than 500cc: no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trend and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The file was concluded to be a misuse of the product. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product for the reported condition of instrument did not fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.